Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with normal operating currents. The unit was monitored and there were no blank display anomalies or failed battery test alarms found. There was no damage on the lcd isolation tape. There were no unexpected open circles or other display anomalies found. The unit had a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer called in to report a blank display with icons on it. The customer reported receiving a failed battery test alarm and not being able to remove the battery cap. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.